Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an abbott field service specialist (fss). The fss provided instructions to user to move to user screen instead of surgeon screen that would work better when using the buttons. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation on the left eye(os) resulting in the aborting the procedure. A brief description from the surgery center indicated there was multiple suction loss/breaks with a patient interface during a laser treatment while the laser was firing. The surgery center indicated the suction loss/breaks occurred due to the patient¿s nervousness and an incomplete flap as a result. The procedure was aborted and was converted to a photorefractive keratectomy (prk) on a separate visit. The surgery center reported no loss of best corrected visual acuity. In addition, unrelated to the event, the surgery center reported that the magnification buttons did not seem to be working properly.